Event description:
It was reported that the neurologists handheld had black lines running across the screen and the screen was unable to be read due to the lines. The neurologist denies any accident or damage which could have contributed to the black lines. Troubleshooting was performed which did not resolve the issue. The handheld and flashcard were returned to device manufacturer for analysis on (B)(4) 2013. Analysis of the handheld did not identify the black lines; however, the screen image was distorted to the point that there was no recognizable image. The screen was replaced and no further anomalies associated with the handheld were identified. Analysis of the flashcard did not reveal any anomalies.

Manufacturer narrative:
.